Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/06/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was additional dissection required to retrieve the cap from the patient? Is the lot number of the device involved in the event available?

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure on (B)(6) 2016 and absorbable straps were used. On the third firing of the device into light ventral mesh against the abdominal wall, the white cap popped off with the clip as both were embedded in the mesh in the abdominal wall. The white tip along with clip was removed from the mesh and another like device was used to complete the procedure with no consequence to the patient. Additional information has been requested.